Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) inspected the station and found partial light activity on drawer control board. The station was powered off, and a worn retractable band in drawer 3 was replaced. The cables for drawers 3.1 and 3.2 were reseated, and a broken plunger spring in drawer 3.2 was replaced. The drawer was reassembled, and the station was restarted to resolve the issue. The application was accessed, and the customer recovered the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 3.2 was failed. The customer stated that this malfunction occurred while dispensing the medication and that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.